Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced infection, recurrence, dyspareunia, vaginal scarring, urinary problems, bowel problems and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2012 due to pain and urinary retention. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-04380. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently to prolift procedure, anteroposterior colporrhaphies with enterocele obliteration, extrafascial colpopexy-sacrospinous, anterior mesh and posterior mesh reinforcement, suprapubic tube and cystoscopy due to cystocele, uterovaginal prolapse, vaginal and pubocervical fascial weakness, stress urinary incontinence and hypermobility, cystocele, rectocele, and enterocele.

Manufacturer narrative:
Date sent to FDA: 06/23/2016. It was reported that following insertion the patient experienced urgency, dysuria, mixed urinary incontinence and retention. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04380. The same patient is represented in each medwatch.